Event description:
It was reported that this device went into safety mode. A replacement was planned. No adverse patient effects were reported.

Event description:
It was reported that this device went into safety mode. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device went into safety mode. The device was subsequently explanted. No additional adverse patient effects were reported. This report is being filed to update the device model number.